Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer contacted adc and reported that his adc blood glucose meter would not turn on with the button or test strip. On (B)(6) 2016 the customer contacted adc and reported that while awaiting a replacement meter, he was unable to monitor his glucose level and experienced a medical event. Customer reported that on the morning of (B)(6) 2016 he experienced symptoms of "shivers, dizzy, cold" and was taken to a hospital. At the hospital, the customer was diagnosed with hyperglycemia and given an unspecified injection. There was no report of death or permanent injury associated with this event.